Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noticed the haptic was missing from the iol after the iol was inserted into the eye and the lens was rotated. The posterior capsule had broken and the haptic fell into the vitreous. The detached haptic was removed. The pt exhibited serious edema and poor eyesight. Additional information has been requested.